Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of 313 mg/dl. The customer feels ok to troubleshooting high blood glucose level. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus using insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was advised that leaks in the tubing or air bubbles could limit the amount of insulin received during a bolus. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was advised to check the infusion set tubing for the presence of air bubbles. Inquired if multiple large bubbles are present along the tubing length and found there were no air bubbles. Based on customer report customer does allege insulin pump was under delivering because blood glucose was not going down despite giving himself a bolus of 35 u. The insulin pump and reservoir was not returned for analysis.